Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's pump was stuck on the low insulin alert and when attempting to close the alert the screen would not respond. Reportedly, the customer stated they can interact with the lock screen. During troubleshooting with tandem technical support the contact triggered a button alarm on the pump while disconnected which cleared the alert. The contact was able to resume insulin delivery. The customer's blood glucose level was not impacted.